Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing brief red heart alarms for low rate advisory and large amounts of black dust requiring the vent filters to be changed every 4 hours. The hospital placed the patient on pneumatic support awaiting a transplant. Patient listed for transplant as status 1a.

Manufacturer narrative:
Patient was successfully transplanted. The explanted device has returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.